Event description:
During a clinic follow up, a marker anomaly and inappropriate anti-tachycardia pacing (atp) were observed on the device. The physician does not allege a malfunction on the device as the device was performing as programmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.